Manufacturer narrative:
(B)(4).

Event description:
Customer states: upon the third fire during a j-pouch procedure, the surgeon grasped the tissue and fired the device; however, in the middle of firing, the firing knob started to be stiff and the knife was difficult to advance. Firing was kept as it was and the device was removed; however, the tissue of the cutting line seemed to be dragged slightly, though the firing itself was completed. The surgeon trimed that part and fired the gia again from both sides. Additional information has been requested from the account. Lem? No. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible?

Manufacturer narrative:
(B)(4). Evaluation: the visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that the single use loading units (sulus) were fully applied. Additionally, microscopic inspection of the knife blades displayed no damage. The sulu was reset, reloaded with staples, and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The returned product was found to meet specifications as received by medtronic and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications.